Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and increased impedance measurements. An invasive revision procedure was performed and the rv lead was capped and replaced. Additionally, during the procedure, the device was explanted due to nearing elective replacement indicator (eri). No further complications were observed.